Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The information provided to sjm indicated a 6f angio-seal vip was deployed in the right femoral arteriotomy. The patient had undergone multiple procedures over the last several years. The patient was discharged home but the following morning, the patient presented with numbness and a cold leg. Pain was also reported in the calf when the patient ambulated. A computed tomography scan was performed indicating a thrombus in the right femoral artery. An endarterectomy was required for exploration and removal of the thrombus. The anchor was found within the vessel as well as a posterior and eccentric plaque. Patch angioplasty was performed and the anchor was removed. The patient was reported to be stable following the event.